Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received the leak test passed, no image. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. The endoscope has normal wear marks on outer surface. The steering unit movement rattles and scrapes, pcba board inside the handgrip have moisture damages, corrosion marks. This caused image, light and button function failure. The error described by the customer " no image." Could be confirmed. The reason for the missing image is damaged by moisture pcba board. As there is no leak detected on endoscope, possible moisture intrusion place is ventilation port. If soaking the endoscope without removing ventilation cap, liquid will get inside the endoscope. The event is filed under internal karl storz complaint ID: (B)(4).